Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 3.9 and 1.4. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. The customer reported that the finger was "milked" when the 3.9 result was obtained. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365429a was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer has rheumatoid arthritis and anemia. These conditions may impact the performance of the assay. The technique issue identified in the complaint may have contributed to the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.